Event description:
Generator powered down during a case and could not be re-booted.

Event description:
Generator powered down during a case and could not be re-booted.

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. The unit exhibited boot failures if the unit was not turned off long enough for the ucb to reset. This issue is addressed by installing a jumper wire on the ucb. During a 1 hour run in service, the unit did not shut itself off or go into a fault condition. No faults/errors that would disable the unit were noted in the error log near the end of use in the field. Error log: 25 e1 (both handpiece buttons pushed simultaneously), 52 e2 (both foot pedal buttons pushed simultaneously), 3 e3 (patient return electrode has poor connection), 4 e9 (monopolar output activated without patient return electrode), 54 e11 (patient return electrode disconnected), 1 f2 (self-test fault), 3 f6 (rf module communication with the controller processor has failed). All e error codes are considered normal use errors and all f error codes will terminate energy delivery until unit is rebooted and fault is cleared which cleared f6 faults. Root cause: while the unit was not observed to shut down during use, it could be shown that it would not reboot if the power switch was cycled too rapidly. The observed reboot failure is corrected by installing a jumper wire on the ucb. (B)(4).

Manufacturer narrative:
(B)(4). Method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.